Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the retriever core wire was fractured in the most proximal helix loop, distal to the helix proximal end. The core wire diameter near the fracture area was measured and there is no evidence to suggest that the device did not meet specification. Based on the results of the investigation and the information provided by the site, it appears that the IFU warning to not attempt to withdraw the retriever into the microcatheter after deployment in the vessel may not have been followed. In addition, it is not certain that the IFU warning to not torque the device more than 5 revolutions (in total) and followed. The current retriever l5 instructions for use provides the following recommendations to reduce the risk of fracture. "To reduce risk of fracture, adhere to the following recommendations: do not rotate retriever more than 5 revolutions. Do not withdraw retriever l series into microcatheter after retriever deployment into vessel." The manufacturing records for retriever l5 device, lot numbers 32719, 32820, 32824, and 32878, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating a patient who had a well-organized clot in the right middle cerebral artery (mca). The physician made a first pass with retriever l5 but no clot was retrieved. The angiogram looked a little better after the first pass. The physician proceeded with a second pass. During pull back of the device, the distal two loops of the retriever were wedged in the clot and the physician attempted to resheath the retriever loops with the microcatheter. The physician tried torquing (no more than 3 times in any one direction) and re-advancing the device without success. At this point the device fractured. The physician tried to retrieve the detached tip with a merci retriever x6 but was not successful. After the incident, the patient was alive but hospitalized.